Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Unique identifier (UDI) number- not required. Additional PMA/510(k) number ¿ k011028, k013227. Fax number unknown / not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformance affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that tooth #7 has lost almost all buccal bone over the implant. Doctor removed the implant and placed an immediate implant at the adjacent site # 6 and made #7 the cantilever.